Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. D10, concomitant medical devices and therapy dates, base station device, on (B)(6) 2024. (B)(4)

Event description:
It was reported that during a total knee arthroplasty surgical procedure, it was observed that while using the robotic-assisted solution satellite station device that the saw was stuttering during the case. It was reported that the device was being used with a robotic assisted base station device. There were no delays in the procedure. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
The log files for this event were reviewed. The review was unable to confirm the reported issue of the cuts being off and that the saw was stuttering. The investigation found that no single root cause could be established. The use of the pointer tool to verify resection cuts was not utilized, therefore the investigation can not confirm the allegation of the distal cut being off. The investigation found indications that the system was utilized off the cart. During operation the leg and robot move rapidly. This rapid movement of the leg or robot could introduce inaccuracy in the cuts. Other factors include: potential array movement, probable hard bone was visualized during the distal cut, blocking of the saw array during operation during the distal cut possible hard bone is encountered. This event is also captured in the hip movement graph and may have contributed to possible array movement. The investigation found that during the distal cut there are 19 instances of the trackers being blocked. If the camera cannot see the saw handpiece and current bone array, power will be cut to the saw handpiece. There were no defects found with the system and software. The assignable root cause was determined to be due to the user.